Manufacturer narrative:
Additional information was received on (B)(6) 2023. The physician commented that it was not related to biosense webster inc. (Bwi) product. Patient improved. The patient had numbness of upper and lower extremities from the next day of the procedure and multiple cerebral infarction was confirmed by magnetic resonance imaging (MRI). The patient received rehabilitation for the multiple cerebral infarction. The physician considered that the multiple cerebral infarction occurred due to the effect of hypotension at the onset of the cardiac tamponade occurred. Extended hospitalization was required for the rehabilitation for numbness of upper and lower extremities due to multiple cerebral infarction. The h6. Health effect - clinical code was updated and ischemia stroke (e013302) was added based on the report of cerebral infarction. Also, the concomitant product section was updated as the generator and transseptal needle information were provided. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 31085178l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib)ablation procedure that included thermocool® smart touch® sf bi-directional navigation catheter. The patient experienced cardiac tamponade that required pericardiocentesis and prolonged hospitalization. A pulmonary vein isolation (pvi) line was being created from the right pulmonary vein (rpv) lateral posterior wall from the roof to the bottom. Pericardial effusion occurred during pvi procedure in a first-time afib procedure. There was hypotension during 7-8 ablations from the ablation start. Pericardial effusion was observed on body surface echocardiography, pericardiocentesis was performed and noradrenaline was administered. Left and right pvi and cavotricuspid isthmus (cti) line ablation was then performed. After the ablation procedure was completed, a pericardial effusion was again observed on body surface echocardiography, drainage was performed, and the patient was discharged from the catheter room as the patient¿s vital signs were stable and the patient was conscious. Computerized tomography (CT) imaging was performed, and the patient was admitted to the intensive care unit (ICU). The history of postoperative vital monitoring showed a gradual decrease in blood pressure after septal puncture, but the direct cause was unknown. The patient outcome improved. Ablation was performed prior to noting the pericardial effusion. No evidence of steam pop. No error message was observed. Contact force (cf) monitoring methods were real time graph; dashboard; vector; visitag. Coloring setting of visitag was tag index. There was no comment from the physician on the causal relationship between this event and the product. No abnormalities observed prior to or during use of the product.